Manufacturer narrative:
(B)(4).

Event description:
Related manufacturer reference. During follow-up, a decreased high voltage lead impedance was noted. In addition there was a loss of capture and low impedance on the left ventricular pacing lead. Technical support suspects lead damage on the right ventricular lead. Further information was received three days following that the patient expired due to pneumonia and poor function of the left ventricle.

Manufacturer narrative:
Upon analysis of the returned portion of the right ventricular lead, a cable abrasion was observed which most likely caused the reported decreased hv lead impedance. The inner coil was not exposed at the abrasion region. Electrical tests that were performed on the returned section of the lead did not reveal shorts on any of the conduction paths.